Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The specificity of the assay, based on the provided data, was calculated at (B)(4) with a lower confidence limit of (B)(4). The observed reactive or borderline results were attributed to sample-specific discrepancies. The device remains in operation at the customer site, and no additional false reactive results have been reported since mid-august 2022.

Event description:
The initial reporter alleged they observed an unusual number of reactive or borderline results for blood donor samples tested with the elecsys hiv duo assay on the cobas e 801 analytical unit. A total of six samples were reported as reactive or in the grey zone (indeterminate). The reported results for the six samples were as follows: sample 1 had a result of 6.52 coi (reactive) on the elecsys hiv duo assay, with geenius hiv antibody testing yielding a negative result. Sample 2 had a result of 1.34 coi (reactive) on the elecsys hiv duo assay, with geenius hiv antibody testing yielding a negative result. Sample 3 had a result of 1.7 coi (reactive) on the elecsys hiv duo assay, with geenius hiv antibody testing yielding a negative result. Sample 4 had a result of 14.9 coi (reactive) on the elecsys hiv duo assay, with geenius hiv antibody testing yielding a negative result. Sample 5 had a result of 1.11 coi (reactive) on the elecsys hiv duo assay, with geenius hiv antibody testing yielding a negative result. Sample 61 had a result of 1.05 coi (reactive) on the elecsys hiv duo assay, with geenius hiv antibody testing yielding a negative result and western blot testing yielding a negative result.